Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occured in australia. On (B)(6) 2024, it was reported that the patient encountered infusion set leakage in tubing. Infusion set was in use for three days. No further information available.